Event description:
Following a fall, the pt experienced pain at the implantable neurostimulator (ins) site and a change in stimulation. An x-ray confirmed dislodgement of the leads. The pt also reported problems with recharging. The ins and leads were replaced. There was reported to be no pt injury. The pt recovered without sequela.

Manufacturer narrative:
The implantable neurostimulator and leads have been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.